Manufacturer narrative:
The device was evaluated by zoll medical corporation. The reported problem relating to the device shuts down intermittently was duplicated and attributed to the transient voltage suppressor diode on the monitor board. The monitor board was replaced and scrapped to resolve the report. The reported problem relating to the arrow and enter softkeys not working was verified. During the disassembly of the device to determine root cause, the technician observed damage consistent with mis-handling. The front closure was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently shut down. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.